Manufacturer narrative:
A field service engineer (fse) checked the results log and verified out of range low bio-rad and mac (multi analyte control) quality controls (qc) for follicle stimulating hormone (fsh) on the aia-900 analyzer. The fse replaced the wash solution, substrate solution, and diluent solution and removed the detector unit and checked and cleaned the lens, but obtained same results. The fse adjusted the detector unit, substrate, wash, and incubator temperatures; however, bio-rad and mac qc were still recovering out of range low. The fse replaced the detector unit to resolve the issue. The fse ran qc on a different analyzer and results were within specifications. The aia-900 analyzer was operational in accordance with manufacturer's specifications. No further action was required by the fse. The aia-900 instrument, serial number (B)(4), was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The st aia-pack fsh assay specifications state the following: calibration- calibration curve: calibration stability is monitored by quality control performance and is dependent upon proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results- quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due to a faulty detector unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported out of range low bio-rad and mac (multi analyte control) quality controls (qc) for follicle stimulating hormone (fsh) on the aia-900 analyzer. The customer reported that the aia-900 instrument was re-calibrated, but qc was out of range low. The technical support specialist reviewed the data provided by the customer and confirmed out of range low qc and calibration. The tss sent a new calibrator set to the customer. The customer reported that after re-calibrating qc continued to be out of range low. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation manufacturer. One fl-detector unit with hearter was returned for further evaluation. Functional testing of the returned part did not confirm the reported error nor could it replicate the error. The part passed and was discarded. The most probable cause of the reported issue is unknown. Corrected data.

Manufacturer narrative:
The aia-900 instrument, serial number (B)(4), was installed at the account on 01-nov-2017. A complaint history review and service history review for similar complaints was performed from 01-nov-2017 through aware date 03-apr-2018. There were no other similar complaints identified during the searched period. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.